Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. In the absence of a reported part number, the UDI# cannot be calculated. Implant date - estimate. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of aneurysm, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
The following information was reported from an article titled: lesion preparation with cutting balloon angioplasty is associated with coronary aneurysm formation in polylactide bioresorbable vascular scaffold implantation. This study involved 72 patients to compare use of cutting balloon angioplasty (cba) verses conventional balloon angioplasty, followed by implanting absorb scaffolds (26), non-abbott resorbable scaffolds (20) and non-abbott magnesium-based scaffolds (26). The procedures were performed in 2013 and 2014. At 6 months quantitative coronary angiography (qca) was performed and identified 9 aneurysms in 8 patients. The cba group had 4 in the non-abbott resorbable scaffold and 1 in the absorb scaffold. Conventional balloon angioplasty group had 2 in the absorb scaffolds and 1 in the non-abbott resorbable scaffold. No coronary aneurysm was observed in the magnesium-based scaffolds. There was no reported treatment. No additional information was provided.